Event description:
The customer reported via telephone call that the insulin pump alarmed while filling the tubing. The blood glucose reading was 218 mg/dl. The customer treated with the insulin pump. The customer was advised to clear the alarm and disconnect from and remove the reservoir from the insulin pump. The customer was unable to complete the rewind process. The customer already had a replacement insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.